Event description:
The customer reported a leak from the coulter ac·t diff analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe was leaking. The fse replaced the probe o-ring and the vacuum filter to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).